Manufacturer narrative:
This is 2nd of 2 mdrs.

Event description:
It was reported that during the procedure, the subject guidewire was selected as replacement of the first guidewire. During repeated manipulations, the subject guidewire was fractured and was withdrawn. The broken fragments of the subject guidewire were not retrieved. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.